Event description:
It was reported patient's lead for her right leg was pulled out of the implantable neuro stim (ins) which was diagnosed through fluoroscopy. Patient stated she never really got good coverage of her right leg and that since (B)(6) pain had gotten worse. It was noted hcp had thought of putting in the surgical lead. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).